Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿173, 55 and 110mg/dl¿ with the subject meter over 20 minutes apart. The patient did not state what medication (if any) they take to manage their diabetes or whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 2 hours after the alleged product issue occurred they developed the symptoms of ¿sweating and shakiness¿; symptoms which the patient self-treated with glucose tablets and/or gel. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged inaccurate results. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate erratic results with the subject meter.